Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump underwent functional testing; the customer's stated problem was verified. Device alarmed and displayed error code 104 on the screen, indicating a problem with downstream occlusion sensor or high current motor. The problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump had system fault during testing. No patient involvement.